Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio: 1.1; laboratory inr: 2.2. Side-by-side testing was performed. The therapeutic range, for the pt, was not provided. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time of complaint was filed: date: (B)(6) 2013; inratio: 1.1; reference: 2.2; mean: 1.65; confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr was calculated. The inratio inr value falls outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Retain strip testing was not able to be performed since the strip of lot number was not provided on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot number or return product for investigation. Alere is unable to perform further investigation without add'l info. The root cause could not be determined from the info provided by the customer. No strip lot info was available. This issue will be subject to tracking and trending.